Event description:
During catheter insertion, the peel-away sheath peeled incorrectly and one of the ends of the handle broke off with part of the sheath attached to it. The physician used scissors to cut the sheath and was able to finish the procedure successfully.